Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Pain and cysts.

Event description:
The patient reported their were experiencing breast pain and a ruptured device was diagnosed by MRI. The MRI also observed cysts within the breast. Left side. The device has been removed.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified, broken shell and underweight. A visual and microscopic analysis was performed which identified, sharp broken on posterior and non-penetrating nicks. A dimension measurement in the shell was performed which identify, the thickness within specification based on the device analysis, the final assessment is: a sharp broken on posterior assessed, as an unidentified (tear) opening.

Event description:
The patient reported, their were experiencing breast pain. And a ruptured device was diagnosed by MRI. The MRI also observed, cysts within the breast. Left side. The device has been removed.

Manufacturer narrative:
Continued a2: (B)(6)1987; 33 years

Event description:
The patient reported left side breast pain and a ruptured device was diagnosed by MRI. The MRI also observed cysts within the breast deemed not device related. The device has been explanted.